Manufacturer narrative:
The device was not returned for investigation and there was no device problem alleged. It was reported the catheter was discarded after use. Manufacturer does not have sufficient information at this time to establish a cause of injury.

Event description:
On an unknown date, a 2 year old, 15kg, was cannulated with a crescent ra 19fr catheter for vv ECMO support status post peanut aspiration. Catheter placement was uneventful using fluoroscopy and desired vv ECMO flows were achieved. Postoperative x-ray images implied the catheter position was in the body of the right atrium. After approximately 24 hours of ECMO support, the decision was made to decannulate and remove the patient from ECMO support as the patient's pulmonary condition had improved. Just prior to decannulation, the patient began coughing with intensity and ECMO flow was impacted. Bedside ultrasound confirmed blood in the pericardial space. ECMO flow was stopped as the patient became hemodynamically unstable leading to cardiac arrest. The patient's chest was opened and transthoracic cannulation was accomplished including repair of a right atrial perforation. Significant blood loss occurred and the patient was placed on va ECMO support. Cardiac status recovered. The patient experienced a neurologic deficit and was discharged to a rehabilitation facility.